Manufacturer narrative:
Product is currently under evaluation.

Event description:
It was reported that during the case of a mitral valve repair, on a (B)(6) male, (B)(6), patient had grade 4 atheroma. The intraclude was placed in the ascending aorta, balloon inflated and occluding the aorta, and cardioplegia was delivered to arrest the heart. Approximately ten minutes after the aorta was occluded there was some leakage around the balloon into the aortic root and the balloon pressure dropped (from the mid 300 mmhg to approximately 150 mmhg in about 5 minutes). While deflating the balloon there was blood in the syringe, indicating that the balloon or balloon lumen was in communication with blood. Since occlusion was lost and it was early in the case it was decided to remove the intraclude and replace it with another device.

Manufacturer narrative:
Evaluation:the returned intraclude device was evaluated by engineering. The metallic appearance in the hole is the exposed nitinol wire running through the balloon inflation lumen. Died water was injected through the main lumen and root pressure lumen and flowed as expected. The tip of the device was occluded while dyed water was injected through the main lumen and no leaks were apparent through the cardioplegia lumen, root pressure lumen or balloon inflation lumen indicating that there was no cross talk between lumens. Thirty five ml of dyed water was injected into the balloon through the balloon lumen stopcock while the entire device was submerged in water. The vast majority of the water exited the cannula shaft at the hole in the balloon inflation lumen. Once the entire 35 ml was injected, the stopcock was turned to the off position and the balloon's diameter was measured to be 1.14 inch. It appeared as the balloon deflated the volume of the leak through the hole slowed down. Within three minutes only a small amount of water remained in the balloon. At this point the diameter of the balloon was 0.596 inches. After another three minutes the balloon diameter was 0.422 inches and the leak appeared to be stopped. The stopcock was then opened and the balloon was aspirated. The remaining water was removed from the balloon (approximately 2 ml). Ten ml of dyed water was then injected back into the balloon (plugging the leak path with finger), again within three minutes the balloon only had a small amount of water left inside and the leak had stopped leaking or was slightly weeping. The catheter was then removed from the water bath and a vacuum was created on the balloon inflation lumen using the attached syringe. The balloon would not aspirate. Each time the syringe plunger was pulled back, it would fill up with air and the balloon remained slightly inflated (approximately 2 to 3 ml of water remained in the balloon). During this process, you could hear air aspirate through the cannula shaft. A device history review was performed for lot number 59184183, there were no nonconformities associated with the manufacturing of this lot. A product risk assessment was initiated due to this event. The root cause of these issues was identified as a sharp edge in the y-connector. The sharp edge on this y-connector was modified to eliminate this damage to the shaft. This intraclude device was a part of the post market survey. The intent of this protocol is to get customer feedback on the product performance and marketing messages during the initial soft launch of the device. This defect was traced to a product design issue and is documented. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.